Event description:
Account experiencing low sodium results for approx 420 samples since 2008. Only the following 2 examples were provided: pt 1, initial result gave 114 mmol/l; repeat by another method gave 120 mmol/l. Pt 2, initial result gave 127 mmol/l. Pt 2, initial result gave 127 mmol/l; repeat by another method gave 133 mmol/l. Erroneous results were not reported. The field service rep was unable to determine exact root cause, but noted problems with the wash time, electrode service setting and activator. Performed maintenance activities and performance tests which were within specification.